Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-23183. It was reported the patient experienced pain, a discomfort and inflammation at the extension site. Surgical intervention was undertaken on (B)(6) 2014. Diagnostic testing revealed invalid impedance readings. Visual inspection revealed a break in the model 3346 extension. The extension break occurred during the revision procedure. Subsequently, the extensions were explanted and replaced. The patient reported effective coverage postoperative.